Event description:
Customer indicated when trying to luer a syringe onto the female luer lock adaptor, saline leaks out of the luer lock adaptor. Sales rep has worked with the customer and is not able to tighten the luer lock adaptor enough to prevent it from leaking. Customer reported adaptor is cracked at the base of the adaptor. Sales rep has sample available. No patient involvement has been reported at this time. No additional patient information is available at this time.